Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3998, lot# v895608, implanted: (B)(6) 2013. Product type: lead: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension. (B)(4).

Event description:
Additional information received reported the patient had a procedure performed on (B)(6) 2013. It was reported the hcp attached "some kind of wire" to the patients spine for pain comfort. It was noted the patients "pns" device was disconnected. It was further reported, on (B)(6) 2014, the hcp did another procedure on the "pns" system. It was reported, the patient thought the hcp was supposed to reconnect the "pns" but it was reported, the hcp changed (replaced) the ins.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3987a, lot# n319670, implanted: (B)(6) 2012, product type lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2012, product type extension.

Event description:
It was reported that the patient never had therapeutic effect. It was unknown if there were any allegations of device malfunction, but it was noted that the patient had experienced a successful scs trial. The patient had pns leads that had not provided any benefit, and the hcp wanted to try to use the patient¿s existing battery for new scs leads. Additional information has been requested, but was not available as of the date of this report.